Event description:
It was reported post implant of the implantable pulse generator (ipg) system, the patient complained of diaphoresis and chest discomfort. Cardiac echocardiogram suggested a possible cardiac perforation. A thoracotomy was performed, and visual inspection was conducted confirming the lead placed in the atrial appendage, appeared to have perforated through the epicardium. According to the physician, approximately 300cc of pericardial fluid was aspirated, indicating that perforation likely occurred. However, the lead currently does not appear to have pierced through the epicardium to the outside. It is possible that for some reason, the lead returned into the heart. Since the lead check at present showed no significant changes from the time of implantation, it remains in use. A surgical procedure was performed to ensure no further perforation, and the thoracotomy was closed, concluding the procedure. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.